Manufacturer narrative:
Additional information was received on 19-sep-2024. The adverse event occurred towards the beginning of the procedure, just as mapping was about to begin. No ablation had been performed at any point in this case. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a supraventricular tachycardia (svt) ablation with a decanav catheter and the patient experienced cardiac arrest / respiratory distress that required CPR and medication. During the procedure, a respiratory "decomposition" on the patient was observed. The respiratory decomposition was confirmed by the anesthesia machine. There was no change in the rhythm of the heartbeat. There was a drop in blood pressure in the patient. The medical team thought the patient was in pulseless electrical activity (pea). They had a hard time ventilating the patient and his oxygen saturation was down. The medical intervention provided was CPR and the patient received medication. The patient was reported to be in stable condition and the procedure was aborted. The patient was intubated. Patient has a history of smoking with severe copd. Additional information was received. No transseptal puncture. The physician's opinion on the cause of this adverse event was patient condition. Patient improved; the patient went into pea with normal sinus rhythm being re-established. The patient was intubated under general anesthesia as part of the normal procedure, and was extubated by later that day/evening. However, required extended hospitalization for several days for follow up monitoring.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31338879m and no internal action related to the complaint was found during the review. If the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).